Manufacturer narrative:
The initial report had the incorrect information related to auto mode. The correct information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 250 mg/dl, at the time of incidence. Customer's current blood glucose level was 206 mg/dl. Customer was treat with bolus for high blood glucose level. Customer did not alleged that the insulin pump was under delivering. The auto mode was active at the time of incidence. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.